Event description:
It was reported that (1) tx60b was used during an unknown procedure. It was reported by the affiliate that the device would not fire. Opened another device to complete the case. There was no consequence to pt.